Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: upon visual evaluation of the videos provided, the implant was found to be ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens or immune system disorders. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: local reaction/rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast reconstruction with 300cc mentor memorygel breast implant experienced bilateral rupture and local reaction post procedure. The patient had been having yellow liquid and blood coming out of her nipples with pain and itching. There were sores and warts on her nipples, and she was diagnosed with nipple eczema. Mammography revealed bilateral ruptured. The patient stated the free silicone in her body had mimicked nipple eczema. As a result, explant without replacement was performed on (B)(6) 2019. See 1645337-2020-07245 for contralateral prosthesis report.